Manufacturer narrative:
The reason for this revision surgery was for a loose monoblock stem. The healthcare professional indicated there was a 12 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmr's) associated with this product. Ncmr's # (B)(4) associated with the glenoid head component related to legibility of "note 4" and non-conformance of dimension "circularity .0013", affected parts were reworked and scraped respectively. None of these ncmr's could contribute to this event. A review of the product complaint report history showed (B)(4) prior complaints on part number 508-32-101, glenoid head, 32mm. Of these (B)(4) complaints, (B)(4) complaints were for dislocation/disassociation, (B)(4) complaints for device loosening/poor joint/fit issue and rest of the complaints were for infection, pain and trauma issues. A definitive root cause cannot be determined. Several factors that could contribute to this event include, loose joint from inadequate soft tissue support, and excessive range of motion (rom), implants positioning, and high patient activity level (heavy lifting or excessive loading of the shoulder prosthesis). There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a loose monoblock stem the surgeon performed a repress fit of the joint. He changed out the stem and the 32 glenosphere and replaced it with a 36.

Event description:
Revision surgery - due to a loose monoblock stem, the surgeon performed a repress fit of the joint. He changed out the stem and the 32 glenosphere and replaced it with a 38.